Manufacturer narrative:
Product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128, lot# va2y85b, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient called for assistance in changing programs. Upon changing to program 3 she felt a stimulation at 2.3 in the low abdomen. While discussing this, she stood up and she started to experience extreme pain in that same general area leading to the vagina. At this point her husband had powered down her controller. At anytime she would move while waiting for the controller to power back on she would have extreme pain. We opted to turn the implant off until she sees her provider at the end of the month (7/26). Additional information was received from the manufacturer representative. It was reported that the patient was seen on 7/26 by their hcp. The patient would not allow the hcp to interrogate the device, turn it on, or do anything device related. The rep stated that the patient will be scheduled at a later date to just have it removed.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978b128, lot#: va2y85b, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.